Event description:
Drill bit broke near the end. Incident happened during the opening canal for femur tfn. There was no pt injury. All the broken pieces were recovered from the pt. Procedure was completed successfully with the use of a different drill.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received with breakage from an unk cause. There are severe cosmetic non-conformances. There are heavy burrs, nicks, and "dings" on the drill end and along the cutting edges of the drill. Damages to the cutting edges are indicative of numerous uses, or the reamer contacted something harder than bone. There is corrosion at the drive end. The coupling features were measured as noted in the specification investigation. Due to the nature of the part breakage, not all features could be measured. All features measured conformed to print requirements. Orchid unique, indicated the part met print specifications when it left their facility. Therefore, based on the DHR review, the eval performed by orchid unique and synthes, and the unk root cause, this complaint is deemed indeterminate from a mfg position.